Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chronic atrial fibrillation. The right ventricular (rv) lead exhibited increase in thresholds, high thresholds, pacing failure, high impedance, increase in impedance, suspected lead tip fibrosis and suspected lead failure. The lead remains in use. No further patient complications have been reported as a result of this event.